Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 09:50:43. During night drain cycle six, the patient's ultrafiltration reading was 379ml, indicating the home patient (hp) drained 379ml more than their maximum programmed fill volume of 600ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.